Manufacturer narrative:
Final analysis found that a partial lead was returned in two pieces. All the damage identified was consistent with that occurring at the time of the explant procedure.

Event description:
It was reported that the patient presented to the hospital experiencing dizziness and syncope. The pulse generator caused pacing inhibition and ventricular oversensing was also noted. On (B)(6) 2017 the physician elected to explant and replace the lead. The procedure was completed successfully without further consequences to the patient.